Event description:
Pt underwent spinal fixation procedure on 1/8/92. On 6/18/93 revision surgery was performed and instrumentation was removed and replaced. The pt was fused at l5-s1 and non-fused at l4-l5.